Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin. Tandem customer technical support educated the customer to always use room temperature insulin. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2025. Customer¿s blood glucose (bg) level was 594 mg/dl with ketones that were identified as dangerous by a healthcare provider. The customer was treated with intravenous fluids of saline and insulin, and treatment resolved the issue. At the time of the report, the customer had not been released from the hospital.